Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited inappropriate automatic mode switch episodes. No intervention or patient symptoms were reported. The patient would be monitored. No further information could be obtained.